Event description:
During a remote follow-up, variable pacing impedance and a loss of capture was noted on the right ventricular (rv) lead. During the lead revision, lead damage was visually confirmed. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. The reported events of lead damage, loss of capture and varying pacing lead impedance were not confirmed.